Manufacturer narrative:
(B)(4). Concomitant medical products: 163673 ¿ cobalt chrome modular head ¿ 0000587055; 110-018/50 ¿ shell (competitor¿s product) ¿ 1328215. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent two stage left hip revision with placement of an antibiotic spacer approximately 8 months post implantation due to infection, adverse local tissue reaction, and loosening of the stem component. Permanent devices were implanted approximately 10 months later. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was reported that a patient underwent a revision surgery approximately 8 months post implantation due to allegations of suspected altr reaction and potential loosening. Inflammatory reactions in the tissue noted around the prosthesis. Tissue samples were negative and showed no signs for infection. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Item # unk, hip-unknown-heads-unk, lot # unk. The event occurred in (B)(6).

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.